Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing separated from the filter was confirmed. A photo provided by the customer shows that the tubing separated from the filter port. However, it is unknown if the separation was from the inlet or outlet port of the filter per photo provided by the customer. The root cause of this failure was not identified.

Event description:
It was reported that the tubing separated from the filter. The separation occurred where the tubing connects to the filter. Although requested, there has been no impact to patient response or additional event information made available to date.